Event description:
It was reported that the backrest was cracked, which could cause it to be unable to support patient weight. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.